Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a calcified coronary artery. A 2.50x24mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. While trying to pull out, the device got fractured. The device was completely removed from the patient. No patient complications were reported.